Event description:
It was reported that after the application of the catheter there was a hole in the outer blue branch.

Manufacturer narrative:
No device sample was returned for evaluation. A photograph was received and the complaint was confirmed. Multiple attempts to acquire further information and the sample were unsuccessful. Without the lot number we are unable to review the manufacturing records for this lot of catheters. Without evaluating the sample, we are unable to determine the cause of this incident.